Event description:
Complainant alleged that while attempting to defibrillate a 75-year-old male patient, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. Contact with the customer suggests the device was not maintained as recommended. The device was confirmed to be a red x state prior to the event and not checked regularly.